Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ns, guide catheter: sheathless 7fr jl4. The traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The reported inflation difficulty, kink, leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty, kink or leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending (lad) artery with 90% stenosis, a non-abbott guide wire was advanced and intravascular ultrasound was performed. A 2.5x15 mm rx traveler balloon dilatation catheter was advanced without resistance and balloon inflation was attempted; however, the needle of the inflation device did not move and the balloon failed to inflate. It was also confirmed on cine that the balloon did not inflate. Negative pressure was applied and blood came back into the inflation device. The location of the leak was not noted. The balloon dilatation catheter was withdrawn from the patient anatomy and shaft kinks were confirmed. There was no other reported damage to the balloon dilatation catheter. Reportedly, there were no issues noted during preparation of the balloon dilatation catheter and no resistance during removal of the stylet and protective sheath. A non-abbott balloon was then used and the procedure was completed after a non-abbott stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.